Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to excise the excess skin, due to skin overgrowth around the abutment. The implanted device remains.

Manufacturer narrative:
This report is filed july 26, 2013.

Manufacturer narrative:
(B)(4): implanted device remains.